Event description:
The customer contacted physio-control to report that their device required servicing. The service indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not detect a patient load through the defibrillation electrodes.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused multiple event codes to be logged into the device's memory and a patient connection not to be recognized. The analog pcb was evaluated and it was determined that the cause of the reported failure was due to a capacitor, designator c157 on the analog pcb assembly being shorted. This capacitor, designator c157 being shorted, caused the integrated circuit chip, designator u46, leg 6 to be 0 volts and to not recognize that a patient has been connected. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.